Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned a single device in a bag with no support for the catheter to protect it from damage during transit. The bag was opened and the catheter/wire assembly was examined and no damage could be observed except where bends were made to get the device to fit into the bag. The device was found to be in position two (the ready to use or engaged position). The trigger was pressed and the green indicator light activated, and the motor spun the wire. Each speed was tested and all functioned as expected. The device was then attempted to be moved to position one (the disengaged or safe position) and the device came disassembled. The device is designed to not come apart when moving between positions. Examining the cartridge the female coupler was found to be out of place and to not have engaged with the male coupler inside the mdu. If the couplers are not engaged, any resistance or friction on the catheter or wire will cause the rotation to cease. As the device was received assembled it is unknown why the coupler did not engage. This complaint will be used to trend for similar complaints. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported the catheter was trapped in the vein valves and got stuck a couple of times. The inner wire was unable to be withdrawn after retraction and couldn't be used properly.